Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2018. The most recent information was received on (B)(6)2019. This spontaneous case was reported by a lawyer and describes the occurrence of hydrosalpinx ("hydrosalpinx on left implant"), pelvic pain ("persistent pelvic pain like burning"), device breakage ("removal of 2 fragments on uterus isthmus") and complication of device removal ("persistence of residual implant fragments") in a 49-year-old female patient who had essure (batch no. 852009) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2016, the patient experienced hydrosalpinx (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced complication of device removal (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced abdominal pain lower ("left iliac fossa pain"), back pain ("lumbar irradiating pain"), menorrhagia ("hemorrhage periods"), tendonitis ("tendonitis"), sinusitis ("sinusitis") and migraine ("migraines"), 6 years 6 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), gastric polyps ("stomach polyps") and vomiting ("vomiting"). The patient was treated with surgery (hysterectomy in (B)(6) 2017 and salpingectomy in (B)(6) 2016). Essure was removed on (B)(6)-2017. At the time of the report, the hydrosalpinx, pelvic pain, device breakage, complication of device removal, abdominal pain lower, back pain, menorrhagia, tendonitis, sinusitis, migraine, gastric polyps and vomiting outcome was unknown. The reporter considered abdominal pain lower, back pain, complication of device removal, device breakage, gastric polyps, hydrosalpinx, menorrhagia, migraine, pelvic pain, sinusitis, tendonitis and vomiting to be related to essure. The reporter commented: hydrosalpinx on left implant led to salpingectomy on (B)(6)2016 and one month after there was persistent pelvic pain like burning. Hysterectomy on (B)(6) 2017 to remove 2 fragments on uterus isthmus. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62 kgs. Endoscopy - on an unknown date: stomach polyps. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, regulatory authority or attorney is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: case (B)(4) (MFR number 2951250-2019-00640) was identified as a duplicate of this case and will be deleted from bayer database. All information was transferred to this remaining case - reporter (case is potential legal), date of birth, removal date and event persistence of residual implant fragments added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 18-sep-2018. The most recent information was received on 25-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of hydrosalpinx ("hydrosalpinx on left implant"), pelvic pain ("persistent pelvic pain like burning") and device breakage ("removal of 2 fragments on uterus isthmus") in a 49-year-old female patient who had essure (batch no. 852009) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2016, the patient experienced hydrosalpinx (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criterion medically significant). On (B)(6) 2018, 6 years 6 months after insertion of essure, the patient experienced abdominal pain lower ("left iliac fossa pain"), back pain ("lumbar irradiating pain"), menorrhagia ("hemorrhage periods"), tendonitis ("tendonitis"), sinusitis ("sinusitis") and migraine ("migraines"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), gastric polyps ("stomach polyps") and vomiting ("vomiting"). The patient was treated with surgery (salpingectomy in (B)(6) 2016) and surgery (hysterectomy in (B)(6) 2017). Essure was removed on (B)(6) 2016. At the time of the report, the hydrosalpinx, pelvic pain, device breakage, abdominal pain lower, back pain, menorrhagia, tendonitis, sinusitis, migraine, gastric polyps and vomiting outcome was unknown. The reporter considered abdominal pain lower, back pain, device breakage, gastric polyps, hydrosalpinx, menorrhagia, migraine, pelvic pain, sinusitis, tendonitis and vomiting to be related to essure. The reporter commented: hydrosalpinx on left implant led to salpingectomy on (B)(6) 2016 and one month after there was persistent pelvic pain like burning. Hysterectomy on (B)(6) 2017 to remove 2 fragments on uterus isthmus. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62 kgs. On endoscopy found stomach polyps. CT scan was performed. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 25-sep-2018: after na internal review ccc was amended. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: r1815749) on 18-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of hydrosalpinx ("hydrosalpinx on left implant"), pelvic pain ("persistent pelvic pain like burning") and device breakage ("removal of 2 fragments on uterus isthmus") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2016, the patient experienced hydrosalpinx (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criterion medically significant). On (B)(6) 2018, 6 years 6 months after insertion of essure, the patient experienced abdominal pain lower ("left iliac fossa pain"), back pain ("lumbar irradiating pain"), menorrhagia ("hemorrhage periods"), tendonitis ("tendonitis"), sinusitis ("sinusitis") and migraine ("migraines"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), gastric polyps ("stomach polyps") and vomiting ("vomiting"). The patient was treated with surgery (salpingectomy in (B)(6) 2016) and surgery (hysterectomy in (B)(6) 2017). Essure was removed on (B)(6) 2016. At the time of the report, the hydrosalpinx, pelvic pain, device breakage, abdominal pain lower, back pain, menorrhagia, tendonitis, sinusitis, migraine, gastric polyps and vomiting outcome was unknown. The reporter considered abdominal pain lower, back pain, device breakage, gastric polyps, hydrosalpinx, menorrhagia, migraine, pelvic pain, sinusitis, tendonitis and vomiting to be related to essure. The reporter commented: hydrosalpinx on left implant led to salpingectomy on (B)(6) 2016 and one month after there was persistent pelvic pain like burning. Hysterectomy on ap(B)(6) 2017 to remove 2 fragments on uterus isthmus. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). On endoscopy found stomach polyps. CT scan was performed. Further company follow-up with the consumer or regulatory authority is not possible. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 18-sep-2018. The most recent information was received on 25-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of hydrosalpinx ("hydrosalpinx on left implant"), pelvic pain ("persistent pelvic pain like burning") and device breakage ("removal of 2 fragments on uterus isthmus") in a 49-year-old female patient who had essure (batch no. 852009) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) , the patient experienced hydrosalpinx (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criterion medically significant). On (B)(6) 2018, 6 years 6 months after insertion of essure, the patient experienced abdominal pain lower ("left iliac fossa pain"), back pain ("lumbar irradiating pain"), menorrhagia ("hemorrhage periods"), tendonitis ("tendonitis"), sinusitis ("sinusitis") and migraine ("migraines"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), gastric polyps ("stomach polyps") and vomiting ("vomiting"). The patient was treated with surgery (salpingectomy in (B)(6) 2016) and surgery (hysterectomy in (B)(6) 02017). Essure was removed on (B)(6) 2016. At the time of the report, the hydrosalpinx, pelvic pain, device breakage, abdominal pain lower, back pain, menorrhagia, tendonitis, sinusitis, migraine, gastric polyps and vomiting outcome was unknown. The reporter considered abdominal pain lower, back pain, device breakage, gastric polyps, hydrosalpinx, menorrhagia, migraine, pelvic pain, sinusitis, tendonitis and vomiting to be related to essure. The reporter commented: hydrosalpinx on left implant led to salpingectomy on (B)(6) 2016 and one month after there was persistent pelvic pain like burning. Hysterectomy on (B)(6) 2017 to remove 2 fragments on uterus isthmus. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62 kgs. On endoscopy found stomach polyps. CT scan was performed. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 25-sep-2018: quality-safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.